Event description:
It was reported that the ICD implant procedure was performed on (B)(6) 2017 and this patient originally had medtronic pm implanted at the left chest and it was still inside the body even after ICD implant. The hematoma was observed at the pocket site on the right chest, on (B)(6) 2017. Hematoma was treated with surgery. The patient was hospitalized for a week and when the device check was performed on (B)(6), the device was in bvvi mode. Download was performed successfully. There were no adverse consequences to the patient. It is believed that the interaction between the patient¿s merlin@home transmitter used for remote monitoring contributed to the backup vvi functionality. The device will not be returned for analysis. Customer letter was requested by the physician for bvvi event.